Event description:
It was reported that the patients ipg was non-functional and the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg was not returned.